Event description:
Pt admitted for removal of intravitreal foreign body of the left eye. The pt had a posterior chamber haptic intraocular lens placed at another facility which has now dislocated into the vitreous cavity. The pt is having visual disturbances due to the lens having dislocated into the visual axis.